Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a compromised force sensor system alarm. Customer's blood glucose was 495 mg/dl. Troubleshooting found the customer's drive support cap was sticking out. The customer stated they may have pressed on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided